Event description:
According to the available information, the rinse water flows out of the product unimpeded without pressing any buttons, which resulted in more rinse water being used; the rinse cycle had to be stopped manually.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.